Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker had ten and a half years remaining longevity. During the recent device check, the device showed three and a half years remaining longevity. The device was submitted for an engineering analysis and it showed that the battery diagnostic data indicated that the power consumption of this device has been steadily increasing for over a year. The expected power consumption was about 38 microwatts; however, this device is consuming 92 microwatts and the power consumption was expected to continue to increase. The device could be considered for a repeat analysis to get another replacement interval towards the end of this one if necessary. Additional information obtained that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had ten and a half years remaining longevity. During the recent device check, the device showed three and a half years remaining longevity. The device was submitted for an engineering analysis and it showed that the battery diagnostic data indicated that the power consumption of this device has been steadily increasing for over a year. The expected power consumption was about 38 microwatts; however, this device is consuming 92 microwatts and the power consumption was expected to continue to increase. As of this time, this device remains in service. No adverse patient effects were reported.